Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported death, pain, nausea and thrombosis are listed in the instructions for use as known potential adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2008, the patient underwent an uneventful stenting procedure in the proximal left anterior descending artery with one 2.5 x 23 mm xience v stent. On (B)(6) 2010, the patient experienced vomiting and stomach pain for which she was taken to the hospital where she was declared dead. Later, it was determined that the patient may have experienced possible very late stent thrombosis. There was no additional information provided.